Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received beep anomaly as well as insulin squirts out. The customer¿s blood glucose level was 250 mg/dl. Customer also reported that they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer troubleshooting was performed prime rewind. Customer was advised to that that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery cap contact noted. After replacing battery cap unite powers up properly. Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. No audio or vibrate anomaly noted.